Event description:
It was reported that, "the surgeon performed a revision surgery to replace the head, cup and insert on the pt due to a osteolysis on around (B) (6) 2010."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.